Event description:
It was initially reported that an electrode fell off of a pt during a surgical procedure. The doctor rec'd false readings and claimed this put the pt at peril. The incident investigation indicated that the pt was already under general anesthesia when the electrocardiograph went to a flat line. The pt did not receive any unnecessary treatment and the procedure continued with the anesthesiologist replacing the electrodes that had fallen off. The pt was not injured in any way.